Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident was 146 mg/dl. The customer stated that he programmed a 2 unit bolus and the insulin pump alarmed no delivery at 0.9 units. He checked the set for insulin leaks and none were found. He indicated that it seemed like insulin is delivering but the insulin pump continues to alarm because a few hours later, her blood glucose level had gone down to 126 mg/dl . The customer also complained about having to frequently change the infusion set. The device will not be returned for analysis.